Event description:
On (B)(6) 2011, the healthcare professional/reporter in (B)(6), a pharmacist, contacted lifescan to report the patient's one touch ultra meter was giving inaccurately erratic readings. The technical service representative contacted the patient to obtain and verify information; however was unable to reach him by telephone. The sr. Medical surveillance specialist classified the complaint based on the information provided to customer service. On an unspecified date, the patient obtained the blood glucose readings of 105 mg/dl and 325 mg/dl on the reported meter. Based on the 325 mg/dl reading, the patient took insulin, type and dose not provided. At an unspecified time afterwards, the patient experienced the symptoms of "hypoglycemia." It was also reported that the two readings were obtained using two different blood sample types, which may have contributed to the imprecision. It would have been helpful to determine the date/time of this event, the patient's usual readings at that time of day, the dose of insulin taken, his specific symptoms of hypoglycemia, the patient's insulin regimen, his blood glucose readings earlier on the day of this event, if the patient tested his blood glucose level while symptomatic, and if he received any treatment. The meter and control solution were replaced. The patient allegedly suffered symptoms of severe "hypoglycemia" after taking insulin based on an elevated meter reading. Therefore, this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510k#:k001109.